Event description:
It was reported the pt was unable to communicate with his ipg using the external devices. A replacement charger did not resolve the issue. The programmer was showing an error flag. Follow up identified the physician replaced the ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.